Manufacturer narrative:
The reported event of unable to pair successfully was confirmed. The logs were reviewed and the cause of the inability to pair was not determined. It was confirmed remote monitoring is turned on at the time of analysis. Correction - h6 - code should have been failure to interrogate rather than interrogation problem

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator was unable to pair with the mobile application. No intervention was reported. There were no patient consequences.